Event description:
Complainant alleged that during training by facility staff, the device displayed a red "x" and gave a "unit failed" prompt. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a pin of resistor on the main board. After passing the final test procedure, the device was recertified and returned to zoll stock. The customer received a replacement device. Trend analysis for failures of this type does not indicate an increase in frequency.